Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the damage was on the distal end of the firing rod. A section of reload adapter and reload articulation flag were found to be lodged in the distal end of the adapter. There was notable damage at the joint between the adapter body and proximal cap. The proximal cap could not be physically pressed into position, indicating that the articulation mechanism was out of home position. The black adapter release button was found to be difficult to depress and would often get stuck in the depressed position. Damage was found to two of the screw connections, one of which was found to be causing the difficulties in actuating the adapter release button. It was reported that the device had partial firing, difficult to retract knife blade, reload was not recognized and locked on tissue. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: there were firing rod damage, high firing force, and proximal cap damage. The product analysis noted evidence that the device was not used as intended. This issue can occur due to excessive torque with the manual retract tool on the articulation mechanism. Shavings near the articulation mechanism indicate that it was over torqued further than required for articulation. The over-torquing is likely what caused the damage to pro ximal cap and core housing, which caused a misalignment between the proximal end cap and adapter body. Additionally, the high firing force during functional firing was most likely caused by the misalignment between the strain gauge and the firing mechanism. The c ause of the damage to the firing rod could not be established. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found n o potentially contributing factors. The instructions included with this device provide the following guidance: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, at the time of firing the third reload on the stomach, the device stopped firing about 0.5cm from the end and locked on tissue. The surgeon tried restarting the device by pressing the two green buttons, but nothing happened. Then the adapter was detached and reattached back into the shell, but the reload remained locked on tissue and the blade was stuck; it did not move back. A manual retraction tool was then used to pull the blade back. However, nothing happened when the surgeon rotated the tool. A new shell was used, but the issue was still the same. It was noted that none of the holes on the adapter do anything. Then the handle's display showed that a reload needs to be connected into the adapter. To resolve the issue. The surgeon used a manual handle and a new reload to resect next to the jammed stapler. When checked it was noted that the part of the reload connected into the adapter was broken. Therefore, it impossible to unload from the adapter. It was also noted that the distal staples were able to exit the cartridge, but was not formed. The issue led to an even narrower pouch form, less than one inch extended incision, over two hours extended surgical time, tissue loss, and three days extended hospitalization. Afterwards, the same handle and manual retraction tool were tried on with a new adapter and was able to work normally.

Manufacturer narrative:
D10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#n3h2374y); sigphandle, sig power sigphandle handle (sn:c23aad0325); sigmret, sig power sigmret manual retract tool (sn:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.